Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the sterling balloon catheter. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to 14 atmospheres for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. There was no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified basilic vein. A 4.0mmx40mmx40cm sterling¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated at 14atm twice. However, during third inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was removed completely from the patient's body and the procedure was completed with a peripheral cutting balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified basilic vein. A 4.0mmx40mmx40cm sterling¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated at 14atm twice. However, during third inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was removed completely from the patient's body and the procedure was completed with a peripheral cutting balloon. No patient complications were reported and the patient's status was good.